Event description:
Undeployed stent. Patient requiring pci. Brought into the cardiac catheterization laboratory for further evaluation of st-elevation myocardial infarction. Patient was previously treated at another facility but details are unknown. Per patient, stopped all cardiac meds. No reason given and medications names not provided. Patient arrived via paramedics as a stemi alert with chest pain. Once in the cath lab he was under moderate sedation. Percutaneous transluminal coronary angioplasty and stenting of the proximal left anterior descending coronary artery with a 3.5 x 28 mm xience sierra drug-eluding stent. Percutaneous transluminal coronary balloon angioplasty of the ramus intermedius coronary artery with unsuccessful attempt at stent deployment. Insertion of venous and arterial catheters for extracorporeal membrane oxygenation. Cardiopulmonary resuscitation on ECMO. Red lined to or for CABG x3 and stent removal. Now in cticu on ventilator / ECMO.